Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted. A photograph was provided for investigation. The allegation was undetermined via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.